Event description:
It was reported that during tibial fracture closed reduction internal fixation, meta locked tibial intramedullary nail 8.5x30 was used, the sureshot targeter was damaged. Surgeon used free hands to insert the distal screws. It led to operation time prolongation of more than 30 minutes and increased the patient blood loss (not serious), no medical intervention was needed to taken.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the product found no obvious damage. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation has confirmed the stated failure. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary.